Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The performance with the device has not been the same in the last 5 months as it was previously. In (B)(6) 2017, the patient was seen and performance was fine. An incident of accident or trauma is unknown. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The performance with the device has not been the same in the last 5 months as it was previously. (B)(6) 2017, the recipient was seen and performance was fine. Medical notes taken in(B)(6)2017 indicate that the recipient had a trauma to the head approximately 5 months ago. The recipient was re-implanted.